Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cut on cable. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to a faulty charge coupled device (ccd). Three attempts were performed to obtain additional information, but no response was received from the customer. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head when plugged into the camera box had no image. The issue occurred during preparation for an unspecified procedure. There was no report of patient harm.